Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has had several no delivery alarms during the bolus process and then they get resolved on their own. The blood glucose reading was 20 mmol/l. It was stated that the insulin pump received a motor error alarm and motor position encoder error when the customer changed the set and rewound the pump. The customer received two additional motor error alarms during the priming process and filling the cannula. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 alarm was confirmed in history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. The insulin passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked reservoir tube lip.